Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. H3 other text : device not returned

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to an infection and a blood glucose level reading of 800 mg/dl. The customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer was using lyumjev insulin and was using pump supplies beyond labeling. Tandem technical support (cts) informed customer that lyumjev and using pump supplies for more than 48 to 72 hours were off label per the user guide. Reportedly, the customer declined to perform system check with cts.